Event description:
During an upper gi (gastrointestinal), doctor was using gold probe for cauterization when the instrument malfunctioned and a piece of coil on the outside sheath came off inside the patient. After successful cauterization with a second gold probe, the doctor was able to use a forcep biopsy to remove the retained broken piece.